Event description:
It was reported that during service evaluation the device was making noise and also vibrating. The battery presented problems to be charged therefore was not able to generate and control negative pressure. No patient involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found that the device was noisy and vibrating and failed to charge; could not operate on ac or battery power, could not generate and control negative pressure and the root cause identified as a defective pump and a defective battery. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.